Event description:
It was reported that the user experienced loss of continuous glucose monitoring data on the ilet display while glucose values continued to appear in the paired dexcom application, indicating signal loss between the ilet and the dexcom g7 transmitter. Symptoms included no physiological symptoms, as only data display and communication were affected. Outcomes included temporary interruption of cgm data on the ilet and user inconvenience without medical intervention or hospitalization. Customer care support included remote troubleshooting and user education, including verifying the cgm type selection, re-entering the transmitter pairing code, and advising on the expected reconnection time. Investigation of this case revealed a communication or pairing issue between the ilet and the dexcom g7 rather than a sensor failure, consistent with device-to-device connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication or incorrect/expired pairing that was addressed through re-pairing.